Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced vomiting. She checked her dexcom app which showed egv around 200 mg/dl. She then performed a fingerstick blood glucose test, which showed 475 mg/dl. The patient administered 15 units of insulin via pen and was taken to the emergency room (ER). In the ER, her blood glucose was rechecked and measured approximately 375 mg/dl, while her egv was around 250 mg/dl. She was started on IV fluids and an insulin drip. Laboratory results confirmed that she had developed dka. The patient was hospitalized for 3 days and, upon discharge, she reported feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced vomiting. She checked her dexcom app which showed egv around 200 mg/dl. She then performed a fingerstick blood glucose test, which showed 475 mg/dl. The patient administered 15 units of insulin via pen and was taken to the emergency room (ER). In the emergency room, her blood glucose was rechecked and measured approximately 375 mg/dl, while her egv was around 250 mg/dl. She was started on IV fluids and an insulin drip. Laboratory results confirmed that she had developed dka. The patient was hospitalized for 3 days and, upon discharge, she reported feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.